Manufacturer narrative:
The lens was returned in a specimen cup. Solution is dried on the lens. The optic is cut into two pieces typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There are no other complaints in this lot. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).

Event description:
A patient reported seeing bright strobing lights the day after intraocular lens (iol) implantation. This subsided after a few days. She reported seeing halos and white lines around lights at night and a foreign body sensation. After following up with the implanting surgeon, she consulted with a different surgeon at another facility and had the iol explanted on (B)(6) 2020. The original procedure occurred on (B)(6) 2020.